Event description:
The customer reported that the pt was being monitored an x2, and then went to the bathroom (so no longer attached to the x2), and had an event while in restroom.

Manufacturer narrative:
(B)(4): the customer reported that the pt was being monitored on an x2, and then went to the bathroom (so no longer attached to the x2), and had an event while in restroom. The nurse unable to pull any data to give to the doctor during the event. Once the pt got back in bed and was reattached to the bedside, there is data; just not while disconnected from x2 during the event. There is no allegation of a product failure or malfunction. Naturally, there will be no pt data available when there is no pt attached to the monitoring equipment. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.